Event description:
Our rep is reporting that during an arthroscopic shoulder repair while attempting to deploy the fixation device into the bone hole, it somehow became damaged. The surgeon noted this, and in the attempted to draw the anchor back through the cannula. When the anchor assembly was withdrawn a portion of distal end of the anchor was missing, had broken off. They do not know where this fragment is, may reside within the pt's joint space. This procedure was completed successfully without further incident or harm to the pt.

Manufacturer narrative:
Nothing is being returned for eval. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of 200 devices that were released to distribution. We cannot discern how the device was damaged or what precipitated its damage.